Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, around 50-75% of the shell is missing, fold creases and a weight test of the explanted material was competed and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact, non penetrating nicks and broken shell with striated edge on anterior side assessed as surgical damage. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: a broken shell with sharp edge where is localized stresses induced assessed as surgical impact, broken shell with striated edge assessed as surgical damage, and missing shell that is assessed as inconclusive.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" and ¿experienced swollen lymph nodes in chest and axilla.¿ health professional additionally reported rupture. Device has been explanted. This record represents the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The events of lump/nodule and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" and ¿experienced swollen lymph nodes in chest and axilla.¿ health professional additionally reported rupture. Device has been explanted. This record represents the right side.